Event description:
It was reported to resmed that an airsense 10 device allegedly caught fire. The device was not in use on a patient at the time of the reported incident.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an airsense 10 device allegedly caught fire. The device was not in use on a patient at the time of the reported incident.

Manufacturer narrative:
The airsense 10 device was returned to resmed for an investigation. Visual inspection of the device revealed the source of the thermal event was external to the device. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence, the investigation determined that the reported complaint was not related to the device. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).